Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device would not recognize the cassette. The issue was not related to physical damage or abuse. There was no patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed the device in good physical condition. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; when installing a cassette, the device alarmed it was inserted correctly. The most probable root cause was determined to be a nonfunctioning downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.